Event description:
Customer reported a low blood glucose of 50 mg/dl and stated that overnight it had gone up to 250 mg/dl. After this, customer had trouble lowering the blood glucose. She stated that she did not receive any alarms. She stated that she had taken a bolus of 5 units and that the blood glucose reading went all the way back down to 43 mg/dl. Customer treated with juice. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. The infusion set was removed and customer reported that it was not bent. The insulin was not expired. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.